Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: throughout treatment bubbles were noted after the arterial connection. Connection was checked and was tight. Air bubbles ended up in the arterial pod and venous chamber requiring frequent intervention during treatment. Venous chamber had clotting at the top. Treatment was finished and patient received their blood back. This is an old-style connector.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, the set was assembled per product drawing. Through microscopic evaluation, a divit was identified on the end of the arterial patient connector. A luer taper test was performed on all luers with passing results. The sample was subjected to a leakage test; leakage was identified at the arterial patient connector. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is not within specification and a defect was observed. While a defect was observed, an exact root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.